Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Additionally, section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away at home on hospice. The device operated as expected. The outcome was not considered device or therapy related. The device was not explanted and would not be returned for evaluation. Additional information received stated that the reason for the patient being placed on hospice care was multifactorial. The patient had end stage heart failure, history of strokes with significant deficits, failure to thrive, and prostate cancer with long term catheter.